Event description:
Reportable based on device analysis completed on 11sep2025. It was reported that the coil was unable to advance. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified iliac artery. A 3mm x 12cm interlock coil was selected for use. During the procedure, it was noted that the coil was unable to advance. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed main coil detached at the coil arm section.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual and microscope inspections were performed. It was observed that the main coil was bent, stretched and detached at the coil arm section, additionally, the main coil was bent stretched at the zap tip section. Dimensional inspection of the main coil and pusher wire revealed the components were within specification. No other issues were identified during the product analysis.